Event description:
Device malfunction: unable to engage clip applier into the exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using the starclose device after an unspecified procedure. Reportedly, while inserting the starclose clip applier into the exchange sheath, resistance was encountered, which prevented complete insertion into the alignment notch. The physician withdrew the device and attempted to insert a guide wire into the exchange sheath unsuccessfully. Hemostasis was achieved with manual compression. The physician commented that the exchange sheath appeared twisted although the insertion performed was axial. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation of the returned device found the device components were in the pre-deployment positions, there was no damage or abnormalities detected with the clip applier. The unattached exchange sheath was severely bent at 2mm and at 4mm distal of the strain relief. There was also a rippling of kinks starting 5mm distal of the strain relief and continuing 2mm apart to the distal tip. There was no evidence at the hub of the sheath to indicate attachment to the clip applier was achieved during use. During testing a 0.035" guide wire inserted into the sheath thru the valve without difficulty, the clip applier was loaded into the sheaths with some resistance; however, the attachment was completed. There was no information provided from the customer as to how the exchange sheath became kinked or when the bending occurred. Therefore, a root cause for the damaged sheath, which caused the difficulty with clip applier insertion, could not be determined. No manufacturing issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.